Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jun-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. The patient had a wet tap at lead placement on (B)(6)2019, so initial programming was delayed and performed on (B)(6) 2019. One lead was found to be lateral and anterior via x-ray at the office on (B)(6) 2019. The manufacturer representative programmed using the 0-7 lead which was the posterior lead to successfully cover all painful areas. There were no actions/interventions planned to resolve the lateral/anterior lead. There were no further complications reported or anticipated.